Event description:
The customer was hospitalized for high blood glucose levels. The customer stated she was vomiting prior to being hospitalized. The customer also stated she will be meeting with her insulin pump trainer for further training.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.